Manufacturer narrative:
A1: patient identifier: requested, not provided due to data privacy a2: date of birth: born in 1955 . E3: occupation: mtr the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that periphere arterielle verschlusskrankheit (pavk) stage IV bilateral, attempt to recanalize the right anterior tibial artery (ata). 6fr antegrade access via the left femoral artery, insertion of a short guide catheter, attempt to recanalize the right anterior tibial artery (ata) using a guidewire advantage (gwa) 18, navicross 18 and subsequently a passeo 18 3/200. During occlusion with the angio-seal 6fr, the anchor could not be pushed out of the system. Manual compression was started immediately after removal of the system. The angio-seal wire was used for placement. The patient sustained no harm; the system was removed and manually dislodged. The angio-seal sheath was disposed of. The system was slit open after removal to ascertain whether the anchor was still within the system and it was. There was no secondary bleeding. Once the bleeding had stopped, a pressure dressing was applied to the puncture site. The puncture was performed under ultrasound guidance and ultrasound was also performed to diagnose the bleed. The patient was subsequently stable, and the length of stay was not extended. There was no patient injury or blood loss. There were difficulties with arterial access, sheath, guidewire, or catheter insertion.